Event description:
A hospital in the (B)(6) reported that an 900pt290e vented autofeed humidification chamber was leaking. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint 900pt290e autofeed humidification chamber (as part of the 900pt531 airvo junior tube and chamber kit) was returned to fisher & paykel healthcare in new zealand and was visually inspected. Results: visual inspection revealed vertical cracks at the base of the chamber dome by the hinge bracket. The rolled base was dented underneath the crack and there was a scratch across the base of the dome. A lot check revealed no other complaints of this nature for lot number 140325. Conclusion: the nature of the cracking suggests that the chamber has sustained some form of impact damage. Every 900pt290e chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chambers which fail this inspection are rejected. The 900pt531 airvo junior tube and chamber kit user instructions state that the kit is inteded to be used for a maximum of 14 days for hospital use. The fact that the chamber was used for 21 days before the cracking occurred suggests that the chamber was used for a longer time period than recommended.